Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed any visual anomalies. The stapler was received with 36 staples left in the cartridge. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was formed properly but would not release. On the second attempt to fire the stapler the form was correct and the staple released. On the third attempt the staple would not form or release. Fourth attempt no forming, no release. At this point a misalignment has developed and no further firing was attempted. The remaining staples were removed from the unit and evaluated under magnification: there were no manufacturing related anomalies noted with the staples themselves. The complaint, "staple did not close" has been confirmed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staple did not close" was confirmed based upon the sample received. After a thorough investigation involving functional testing, a probable cause could not be established. The staples in the returned stapler developed a misalignment which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 36 staples left in the cartridge. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
After surgery stapling of the abdomen the staples did not close but remained open. A second stapler was needed to close the abdomen. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1600055 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
After surgery stapling of the abdomen the staples did not close but remained open. A second stapler was needed to close the abdomen. There was no patient injury.